Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to recover. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not detected on the bus. A field service engineer (fse) removed the drawer, found that the bearing cage was misaligned, and the drawer closed cable was cut. The fse replaced the slide rail and checked all connections and removed debris. After replacing the rail, it was found that the latch sensor was damaged. The fse repaired the latch sensor, and the drawer was then correctly recognized as closed. The system functioned as intended after the field service engineer repaired the device.